Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged drive/motor anomaly and unresponsive keypad/button alarm found on (B)(6) 2021. Pump received with unresponsive keypad at the left button(trace s2). Pump passed the displacement test, rewind test, force sensor test and occlusion test, however failed the self-test, prime/seating test, and basic occlusion test. Pump error 63 occurred during self test. Pump error 63 was found in the history file on (B)(6) 2022 at 09:43:42, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. No unexpected drive/motor anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed drive/motor anomaly alarms in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was taken to the test bench where it rewound with motor alarm noted. Force sensor zero offset within specification (23.7 mv). Stuck button alarm was found in the history files on (B)(6) 2021 at 14:07:23 and (B)(6) 2021 at 14:10:32. Pump did not pass the keypad voltage test due to failure at trace s2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case on corner of belt clip rails and pillowing keypad overlay. Customer alleged for drive/motor anomaly was confirmed. Pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Keypad unresponsive / button error alarm confirmed due to unresponsive left button (trace s2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. There was a delay in the keypad's responses and had odd noises almost like grinding noises as well. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.